Event description:
The customer observed some positively biased (falsely elevated) troponin I results on pt samples during use of the recommended testing algorithm. The liquid waste line on the analyzer showed evidence of crimping, which could cause falsely elevated troponin I results to occur at a magnitude that might initiate cardiac catheterization. There was no report of pt harm as a result of this occurrence.